Event description:
It was reported that bd insyte autoguard package stickers are missing. The following information was provided by the initial reporter, translated from spanish to english: during the inspection, imported medical devices were found that did not have packaging stickers on their packaging. Service for the pertinent management with the supplier.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A lot number was received and has been included. Correction cancel MDR: an email stating that the invima sticker is not provided by bd has been received. It is a sanitary registration# sticker is from invima, and this is not placed by the bd plant, this is a local process. As no product quality issue is reported, this does not qualify as a bd product complaint. The complaint will be closed / cancelled.